Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had complete separation and broken fabric threads in the proximal end of the cylinder from a sharp instrument. This cylinder did not pass the leak testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. It also presented broken fabric threads and a bulge from wear in the proximal end of the cylinder. This cylinder did not pass the leak testing. The momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and worn to the filament. The ms pump passed leak test and functional testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the right cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the right cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.